Event description:
It was reported that during the surgery when the device is being locked, it keeps falling. No patient injuries or delay reported. Back-up device was available.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation was performed. The unit¿s ball clamp was fully opened by rotating the clamp handle fully counterclockwise. The ball clamp was then connected to the 3d connector testing jig. The ball clamp¿s handle was then rotated clockwise and the ball clamp was securely tightened to the test 3d connector ball. A weight test was then performed using the test scale. The spider leg accessory passed the weight test. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Correction in report source: user facility should be marked.